Event description:
It was reported by the customer that a bd pyxis medstation es system keeps freezing, displays a white screen with each action and times out when pulling or restocking medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ hnt-5n repeated draw failures and machine repeated does not reboot and program does not open. We need a technician to come in and fix the machine. This is not day 2 with no call from the pyxis technician this is not acceptable. Case: (B)(4)¿ ms4000 : hnt-5n has repeated draw failures and machine repeated does not reboot and program does not open. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system keeps freezing and displays a white screen with each action. A field service engineer was dispatched to check on device power settings and possibly reimage the system based on multiple errors found in the event viewer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.